Event description:
It was reported that during an alcoholic ablation procedure of the mid left anterior descending (lad) artery, the balance middleweight (bmw) elite 300 cm guide wire and a bmw elite 140 cm guide wire were being used. It was noted that two different balloon dilatation catheters (bdc) met resistance and stopped in the same location on the bwm elite guide wire. It was noted that the area of resistance was at the guide wire joint of the flexible coils and shaft. The device was removed from the anatomy without reported issue; however, the procedure was noted as being prolonged approximately 30 minutes without a reported clinical significance. A non-abbott guide wire was used in the procedure. There was no reported adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance with the catheter was able to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Add'l devices: dil cath: avion plus otw; guide wire: bmw elite 140 cm. The device was received. Investigation is not yet complete. A follow up will be submitted with all additional relevant information.